Event description:
The following information was obtained via gepromed: on (B)(6) 2024, the patient presented with sub-acute ischemia of the right lower limb. The patient was initially treated with in situ thrombolysis for three days, resulting in good patency of the bypass (unknown manufacturer). On (B)(6) 2024, the distal anastomosis stenosis required an angioplasty stenting (unknown manufacturer). On (B)(6) 2024, the thrombosed bypass led to severe acute ischemia. An emergent below-the-knee prosthetic femoral-popliteal bypass (unknown manufacturer) was performed. Thrombectomy was performed the next day, on (B)(6) 2024, the bypass occluded again. A femoral to deep femoral artery bypass using a pet prosthesis (non-gore device) was created and a gore-tex® stretch vascular graft (thin walled removable rings) was implanted in the proximal part of the femoral-popliteal bypass. On (B)(6) 2024, despite several attempts to salvage the limb a right transfemoral amputation was performed. As reported, the amputation was performed due to acute ischemia. Heparin-induced thrombocytopenia was suspected, unrelated to the gore-tex® stretch vascular graft. The report states this patient has an extensive medical history of procedures in the right limb.

Manufacturer narrative:
H3: code "other" was selected as the medical device was sent to gepromed for evaluation. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was obtained via gepromed: on (B)(6) 2024, the patient presented with sub-acute ischemia of the right lower limb. The patient was initially treated with in situ thrombolysis for three days, resulting in good patency of the bypass (unknown manufacturer). On (B)(6) 2024, the distal anastomosis stenosis required an angioplasty and stenting (unknown manufacturer). On (B)(6) 2024, observed was thrombosis of the bypass that led to severe acute ischemia. An emergent below-the-knee prosthetic femoral-popliteal bypass (unknown manufacturer) was performed. On (B)(6) 2024, the bypass occluded and required thrombectomy. On (B)(6) 2024, the bypass occluded again. A femoral to deep femoral artery bypass using a pet prosthesis (non-gore device) was created and a gore-tex® stretch vascular graft (thin walled removable rings) was implanted in the proximal part of the femoral-popliteal bypass. On (B)(6) 2024, despite several attempts to salvage the limb a right transfemoral amputation was performed. As reported, the amputation was performed due to acute ischemia. Heparin-induced thrombocytopenia was suspected, unrelated to the gore-tex® stretch vascular graft. The report states this patient has an extensive medical history of procedures in the right limb.

Manufacturer narrative:
H6 codes b14, c20: a review of the manufacturing records indicated the lots met all pre-release specifications. H3 other code, h6 codes b15, c20, d15: product evaluation: the explanted medical device was sent to third party investigator (gepromed). Scope and results of the investigation were summarized and was provided to gore. Gore explant experts evaluated the report (gepromed): the gore graft fragment was reported to measure 180 mm in length. One end of the graft fragment was anastomosed with a pet prosthesis with blue monofilament suture and the other end was transected. The ablumen of the transected end was filled with red brown material and the blue alignment marks were clearly visible. The lumen at the non-anastomosed end of the pet prosthesis was unable to be assessed based on the analysis or images provided. The specimen was reported to be patent with stenosis based on the water patency test performed. Material disruptions (e.g., transections) were consistent with those caused by surgical instrumentation (e.g., scalpel, scissors) during the explant process. Based on the explant scientist¿s review of the gepromed report, no additional analysis is requested as the patency of the device fragment was able to be determined based on the analysis provided. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per instructions for use (IFU) for the gore-tex® stretch vascular graft under potential device or procedure-related adverse events it is mentioned, that complications which may occur in conjunction with the use of any vascular prosthesis and / or vascular or related procedures include but are not limited to: ¿ partial or complete occlusion due to hemodynamically significant stenosis or thrombosis.